Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between heartmate (hm) 3 left ventricular assist system (lvas), serial number (B)(6), and the reported events could not be conclusively determined through this evaluation. The patient remains ongoing on heartmate 3 lvas, serial number (B)(6), and no further events have been reported at this time. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The implant kit was shipped on 28nov2021. The heartmate 3 lvas instructions for use (IFU) and the heartmate 3 patient handbook are currently available. Section 1 of the IFU, ¿introduction¿, lists cardiac arrhythmia and arterial non-central nervous system (cns) thromboembolism, as adverse events that may be associated with the use of the heartmate 3 left ventricular assist system. Section 6 of the IFU, ¿patient care and management¿, also lists arrhythmia and thromboembolism as potential late postimplant complications. Section 6 of the IFU, under ¿anticoagulation¿, provides information regarding the recommended anticoagulation regimen, including inr values, as well as suggested anticoagulation modifications. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the patient experienced ventricular tachycardia (vt) on (B)(6) 2022. The patient received two amiodarone boluses overnight and was converted back to atrioventricular (av) paced rhythm. On (B)(6) 2022 the patient was started on oral amiodarone 400 mg and remained av paced. On (B)(6) 2022 neurology was consulted for transient monocular vision loss that resolved. The patient described the vision loss as darkening of the lower visual fields with gradual resolution that lasted 15 minutes. The patient's neurological examination was unremarkable. Their vision loss was best described as amaurosis fugax due to an arterial peripheral thromboembolism. The patient had reported other transient binocular positive and negative visual phenomena in the past that were more suggestive of ocular migraine. Neurology recommended continued anticoagulation with warfarin, continued rosuvastatin, and referral to ophthalmology upon discharge.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.